Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, 90% stenosed de novo lesion in the distal left anterior descending (lad) artery. A 3.0x18mm xience xpedition stent was deployed in the target lesion; however, a dissection was noted. A 2.5x15mm xience alpine stent was deployed to treat the dissection successfully. There was no adverse patient sequela or a reported clinically significant delay in the procedure. No additional information was provided.